Event description:
It was reported that hardware was removed due to irritation. Patient was revised to unknown hardware. One plate and eight screws were removed. This is report 2 of 2 for complaint (B)(4) and pertains to eight unknown screws.

Manufacturer narrative:
Devices used for treatment, not diagnosis. This report is for eight screws of unknown part number and unknown lot. The investigation could not be completed; no conclusion could be drawn, as no product was received.